Event description:
During a review of the patient's programming history, it was found that a faulted system diagnostic test was performed on (B)(6) 2011, which was not followed by a final interrogation. When the patient was next seen on (B)(6) 2011, the patient's settings were different from those the patient was programmed to on (B)(6) 2011 (settings changed to output current = 0ma, frequency = 20 hz, pulse width = 500msec, on time = 30 sec, off time = 60 minutes, magnet output current = 0ma). These settings were corrected on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.